Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a hand surgery while using a microfix qa+ #3/0 ocord v-4 tapercut needles w/drill bit, the anchor separated from the inserter therefore could not insert into bone (drill-hole). The complaint device was received and inspected. Visual observations revealed that the device is in normal conditions, it comes along with the drill bit, the sutures and needles. The anchor was found to be detached from the inserter. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to a rough handling during transportation. However, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device lot number 6l86273 and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4). The expiration date is unknown at this time.

Event description:
It was reported via complaint submission tool that during a hand surgery while using a microfix qa+ #3/0 ocord v-4 tapercut needles w/drill bit, the anchor separated inserter therefore could not insert into bone (drill-hole). They used another anchor to complete procedure. No surgical delay or patient consequences reported.